Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with failure code 808:02 was confirmed during product evaluation in the pump's event history. This condition was caused by a defective pumphead module. The pumphead module assembly was replaced to correct the reported condition. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-(B)(4).

Event description:
During review of the pump's event history by baxter personnel, a colleague infusion pump experienced failure code 808:02 twice on channel a, which interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.